Manufacturer narrative:
Results - power cord plug with exposed wires.

Event description:
It was reported by service report that the power cord plug had exposed wires. No patient involvement or adverse consequences were reported.